Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient upon interrogation during pre-routine device replacement. It was noted that the right atrial lead did not capture due to a high capture threshold. Additionally, the atrial lead was oversensing retrograde atrial beats. The lead was capped and replaced on 08 may 2020. The patient was in stable condition.